Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium implant coil could not pass through an echelon 14 microcatheter and then detached and stretched inside the microcatheter as the coil was retracted into the introducer sheath. Prior to the event, two axium coils had passed smoothly through the same microcatheter. The product was replaced, and the procedure was successfully completed. No patient injury was reported as a result of the event.